Manufacturer narrative:
Initial.

Event description:
It was reported that the user treated a perceived low glucose with multiple high-carbohydrate foods and beverages after a continuous glucose sensor indicated a downward trend; a confirmatory fingerstick showed elevated glucose at 258 mg/dl while the ilet display trended upward and later remained elevated, and the event was managed through troubleshooting and education without device alarms. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue was attributed to improper or incorrect procedure with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.